Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin on the pump was intermittently depleting quickly. Reportedly, the customer would fill the cartridge with 220 to 230 units of insulin. Tandem technical support (cts) reviewed the customer's t:connect logs and verified that the accurate fill estimate was 33-40 units of insulin; pump displayed 32-37 units of insulin. Cts verified fill estimate was correct and that the pump was keeping track of insulin appropriately. The customer's blood glucose level was not impacted.